Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use instrument. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the second stapling of a laparoscopic lung procedure, the stapler locked. Current patient status is alive with no injury. To resolve the issue and complete the case, the stapler was replaced. The jaws of the device did not lock on tissue. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity.